Event description:
It was reported that the battery light flashes intermittently. No patient injury was reported while in use. Additional information was received (B)(6) 2021: event took place sometime week of (B)(6)2021.

Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Top case standoff was broken low battery indicator did not light up when unit was powered on. The technician was able to simulate low battery condition with 1.5 vdc alkaline battery. Lithium battery installed in the device reads approx. 3.631 volts of direct current (vdc) . Electronic alarms operated when drive gas was present. Electronic alarms tried to go into power save mode approximately 60 seconds after drive gas was removed. The low battery indicator lights briefly, but then the low pressure disconnected, the device alarmed. Device was not truly going into post-60 seconds power- save shutdown. The reported issue was confirmed. The root cause of the reported issue was found to be a faulty electronic chassis. The technician replaced the faulty electrical chassis.